Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The xience skypoint stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a target lesion in the tortuous left anterior descending (lad) artery. A 3.25 x 23 mm xience skypoint stent was implanted. After stent implantation, a proximal dissection was suspected. An additional xience skypoint stent was implanted to treat the dissection. After the procedure, a perclose proglide vessel closure device was used to close the access site; however, a cuff miss occurred. Hemostasis was achieved with use of a second proglide. There was no adverse patient sequala and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.